Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin irritation under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a ointment for the skin irritation. Follow up indicated that the skin irritation improved.